Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: sharp broken and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported left side rupture, hematoma, discomfort to her left side is a sharp sensation and cysts. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, hematoma, "discomfort to [patient's] left side is a sharp sensation" and cysts. The device remains implanted.